Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported swelling started last week, she might have bumped the implant site. The patient experienced frequent diarrhea and urination. The patient stated it was worse than before implant. The patient stated she had 5 diarrhea episodes in 4 hours, it was running down her legs and she had to urinate every 20 minutes. The patient measured her urine and had 1/8 cup. The patient stated after the implant her stimulation was set at 7, she called them they told her to increase she increased to 8. The patient was encouraged to continue working with her healthcare provider (hcp). During the call patient reported she was sensitive, allergic and has retention toxicity, her body cannot detox itself. The patient stated she worked with the environmental health center for 9 weeks in 1997 and she was allergic to everything. The patient stated for the implant, she was given an injection in her back and another in her arm. The patient state after the implant procedure she was given sulfa she took it on (B)(6) 2016 but stopped the next day because she had a reaction to the medication, she had five hours of straight diarrhea. The patient stated that she reacted to his prescription of oral medication and was terribly sick. The patient was given oxycodone but she did not take that. The patient also stated she was still gushing urine and has not seen her hcp since implant. Approximately a month and a half later, the consumer reported the device was not controlling bladder at all. On (B)(6) 2016, the consumer reported the patient had notified her physician regarding the previously reported symptoms. He called the patient and they chatted by phone. The patient had to visit their [illegible]. No steps were taken to resolve the previously reported symptoms of swelling, frequent urination, diarrhea, and sickness from medication. The patient had not seen the doctor or any staff [illegible] since (B)(6) 2016. The patient had not been given a follow-up appointment. The doctor was afraid the patient may have to play with the device until it would do the job but the patient was having better success. The patient was only up 1-2 times nightly now. The patient was at [illegible] drop 100% of the time. It was indicated the patient was taking viberzi 100mg for diarrhea, lisinopril 20 mg, and metoprolol tartrate 25 mg. It was noted the patient had no pain and it was unknown if the patient was allergic to erythromycin base. [Illegible]. The patient had allergies of prednisone, magnesium, clobetasol. There was report of venous stasis, labial cyst, cellulitis of the lower limb, low back pain, pain in the coccyx, and spasm. The patient reported they were 100% of the time wet. It took the patient 45 minutes to clean the bathroom with accidents while fully dressed and in adult diapers. [Illegible]. It was noted the anesthesia for the surgery was "fine." The patient had bladder leaks since implant and could not feel stimulation beginning (B)(6) 2016. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that it was not working and she was still wet. She had not seen the healthcare provider since the surgery. It was noted that the implant surgery was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.